Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-jan-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab reviewed the five photos provided in the complaint. The review is documented below. [Photo analysis]: there are five photos included in the complaint. In three of the photos, the proximal section of the cerebase was shown. It was noted that the body has a fracture next to the ID band. The device was noted to be outside of the original pouch. No other damages were noted. The other two photos captured the product label and some annotations. A review of manufacturing documentation associated with this lot (30751786) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. The reported issue in the complaint was confirmed based on the fracture seen in the body of the cerebase. The investigation was performed based on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2022, the university hospital (B)(6) notified her that they had received a damaged 95cm cerebase da guide sheath (gs9095sd / 30751786). It was reported that the facility opened the device on (B)(6) 2022, and it was damaged. The device was not used in the patient; the reported issue was discovered pre-procedure. There was no patient consequence. Five (5) photos of the device were included in the complaint.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that on 09-dec-2022, the university hospital birmingham notified her that they had received a damaged 95cm cerebase da guide sheath (gs9095sd / 30751786). It was reported that the facility opened the device on 12-dec-2022, and it was damaged. The device was not used in the patient; the reported issue was discovered pre-procedure. There was no patient consequence. Five (5) photos of the device were included in the complaint. The product analysis lab reviewed the five photos provided in the complaint. The review is documented below. [Photo analysis]: there are five photos included in the complaint. In three of the photos, the proximal section of the cerebase was shown. It was noted that the body has a fracture next to the ID band. The device was noted to be outside of the original pouch. No other damages were noted. The other two photos captured the product label and some annotations. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. The reported issue in the complaint was confirmed based on the fracture seen in the body of the cerebase. The investigation was performed based on the photos provided. On 05-jan-2023, additional information was received. The information indicated that there was no damage to the outer box. Another cerebase 95cm (gs9095sd) used as replacement for the procedure. The reported damage did not result in any delay in the procedure, just time to open the second box. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 95cm cerebase da guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The device was observed to be fractured in the area next to the ID band. This damage is consistent with the damage noted in the photos that were included in the complaint. The entire length of the device was inspected under a microscope. No other damages were observed on the device. The fractured area was inspected and it was noted that the braided mesh was exposed by the fracture, presumably due to kinking. The polytetrafluoroethylene (ptfe) inner lumen was still intact. The inner diameter (ID) and outer diameter (od) of the catheter were confirmed to be within specifications. The reported issue documented in the complaint that the 95cm cerebase da guide sheath was cracked prior to use was confirmed based on the appearance of the returned device. The fractured condition observed during the visual inspection is no evidence that the device was poorly secured or overtightened inside the package, however, it suggests that inadequate manipulation may have contributed to the defect encountered. It is possible that excessive force may have inadvertently been applied to the device sometime during the device unpacking. A conclusive cause cannot be determined since the device was returned without the original package. A review of manufacturing documentation associated with this lot (30751786) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following caution: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to update the completed product investigation to include the additional investigation. That was performed and completed by the research & development (r & d) and manufacturing teams. Further investigation, was performed by the r&d team. And it was concluded, that the inspected catheter outer diameter was found within specification. The inner diameter was also in specification throughout the catheter. The tip was made correctly and with high quality. The strain relief is tightly affixed, nothing off regarding hub. The broken section showed signs of torsional failure. The wires were bent in a twisted manner and at least one wire was broken in a torsional manner. The strain relief at its distal face looked rough compared to a control unit, which was pristine. After removing the strain relief, a surface deformation was found at the location near the break. The surface looked like excessive heat was applied in this location. Removal of strain relief on a pristine unit did not show these features. The manufacturing team, also performed further investigation. The manufacturing team tried to replicate this failure mode by exposing a sample device to heat (with a heat gun), increasing the exposure time and temperature and applying torsional and shear stress movements. After several attempts and iterations documented in a design of experiments (doe), the failure mode could not be reproduced under the manufacturing environment conditions and set up. It was concluded, that the failure observed, on the complaint device could not be the result of a manufacturing defect. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-jan-2023. [Additional information]: on 05-jan-2023, additional information was received. The information indicated that there was no damage to the outer box. Another cerebase 95cm (gs9095sd) used as replacement for the procedure. The reported damage did not result in any delay in the procedure, just time to open the second box. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.